Manufacturer narrative:
Vyaire medical file identification:(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer attempted to redo the exhalation flow calibration and it kept on failing at 0cmh20. They are requesting a replacement main pcb (printed circuit board) to complete repair. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator has xdcr/transducer fault alarm during ovp (operational verification procedure) testing. The reporter confirmed that there is no patient involvement associated on this event.